Manufacturer narrative:
Part number: 03.037.017. Lot number: l057771. Per (B)(4), manufactured date: 07/20/2016. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: l057771) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches on the device but have no impact on the device functionality. The device is missing the red line marking. The missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection the outer diameter of the device was measured to be within the specification. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Protection/guide sleeve. Complaint confirmed? No. Investigation conclusion the complaint condition was unconfirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot #: l057771). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the threads. The missing epoxy was investigated under a CAPA. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the blade screw guide sleeve and inserts (buttress/compression nut, wire guide sleeve and trocar) are sticking and having a difficult time assembling. The sterile processing department (spd) was concerned about function and usage due to assembling and proper function during a case. There was no patient involvement. This report is for one (1) blade/screw guide sleeve. This report is 5 of 5 for (B)(4).